Manufacturer narrative:
The device was returned for analysis. The reported ¿suture did not capture the vein after plunger removal¿ was confirmed as a needle to cuff miss. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Only one proglide device was used to close a puncture site greater than 8f. The proglide instructions for use states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that venotomy closure of a common femoral vein was attempted using a proglide device via 7f, 8f and 8.5f sheaths after an electrophysiology (ep) interventional procedure. Reportedly, after plunger removal, the suture did not capture the vein. Another proglide device was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.